Event description:
It was reported that the patient with this pacemaker received a letter indicating possible anomalies with device that had approximately three or four years of battery life remaining. The patient expressed interest in having the device reprogrammed or updated to prevent possible malfunction. To date, this device remains in service. No adverse patient effects were reported.